Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via the left femoral artery with a 6f 23cm non-bsc sheath utilizing an anterograde approach. The 100% stenosed was located in the severely calcified and moderately tortuous left below the knee (btk) artery. A 6f 90cm mach 1 guide catheter was engaged. A 9-40 non-bsc guidewire was advanced to the lesion with a microcatheter. A 2.5mmx30mmx143cm nc quantum apex¿ balloon catheter was then used to dilate the lesion. The physician attempted to remove the balloon catheter; however, the device was stuck. When the device was removed, the balloon tip including the balloon section was flattened. The procedure was completed with a coyote nc otw balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter with no other devices. The balloon was tightly folded. There was no damage to the balloon. There was no damage to the inner and outer shaft. The distal tip was not damaged. Functional testing was completed by advancing and withdrawing the coyote nc through a 6f mach1 guide catheter. The coyote nc passed through the mach1 with no difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the physician managed to remove the device together with the guide wire from the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).